Event description:
It was later reported that the patient outcome was reported as "resolved without sequelae" resolved date: (B)(6) 2013.

Event description:
It was reported that the patient experienced increased pain in the left arm and neck. This was believed to likely be secondary to a new metastasis. On (B)(6) 2013, a catheter access port contrast study showed a catheter fracture but the flow of dye into the intrathecal space was acceptable. The device system was used to deliver dilaudid, bupivacaine and clonidine and baclofen. It was later reported that the catheter was replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
It was noted that only a partial portion of the 8709 catheter serial #(B)(4), the distal portion, was returned for analysis. Analysis of the catheter revealed a hole in the catheter body. An area that appeared to be a deep abrasion was found at 43.7 to 44.2cm from the distal tip of the returned portion of the catheter. A tiny amount of leak was seen in this area, which meant that the deep abrasion went through the inner lumen. The abrasion may have been caused by a certain part of the anatomy of the patient rubbing on the catheter while the catheter was implanted in the intrathecal space. A minor observation was that both wings of the anchor were missing and appeared to have been cut away. This most likely occurred at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.